Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pj2874, and no non-conformances were identified. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the needle broke when sewing the skin. There were no adverse patient consequences reported. No additional information was provided.